Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl and the cgm did not read ¿high.¿ technical support guided the caller through several troubleshooting steps, including disconnecting tubing, tightening connections, and delivering boluses to resolve the issue. The customer was instructed to replace supplies as needed and resume insulin therapy.